Event description:
The stent could not pass through the proximal-ica. The lesion was diffuse with no bifurcation disease, slightly tortuous, 75% stenosis. The physician succeeded when changed another. No impact to the patient and consequence. Upon receipt of the device, the distal tip of the outer sheath was split and the stent was protruding by 1cm.

Manufacturer narrative:
Analysis of the returned device indicated that it was the brite tip sheath that was split. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the stent could not pass through the proximal internal carotid artery. The lesion was diffuse with no bifurcation disease, slightly tortuous with a 75% stenosis. The physician succeeded after changing to another device. There was no reported patient injury. Upon receipt of the device, the brite tip was found split and the stent was protruding by 1cm. One non-sterile precise pro rx ous carotid system, 6f, 9mm x 30mm, 135cm was received coiled inside a plastic bag. Unit was partially deployed. Brite tip was damaged. No other discrepancies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. During microscopic analysis could be observed that brite tip was damaged (split). According to procedure functional tests was performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported 'catheter tip - frayed/split/torn-in patient' by the customer was confirmed; the cause of the failure was not conclusively determined. The failure does not appear to be manufacturing related. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. During manufacturing process there is a control to detect this kind of issue. Therefore no actions were taken. The failures reported 'failure to cross' and 'deployment difficulty-premature deployment 'by the customer were not confirmed; since no anomalies were found during dimensional and functional analyses. The cause of the failures could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failures are manufacturing process. Therefore no actions were taken. In this case, it is likely that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.